Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
Pt received an 18mm asd implant. Approx one and a half hours post procedure, the child experienced cardiopulmonary arrest and required aggressive resuscitation. The pt was noted to have pericardial tamponade after CPR was instituted, requiring emergent thoractomy to repair multiple tears in the la wall. The device remained implanted. The physician stated that the presumed mechanism of the tears was from the chest compressions. The pt is on a good post op course with steadily improving neurological status, and long-term outlook is excellent.